Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/very heavy periods"). In (B)(6) 2019, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital hemorrhage ("genital. Abnormal. Bleeding"), pelvic pain ("pelvic pain female/pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and vaginal hemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with otc pain medication. Essure treatment was not changed. At the time of the report, the device dislocation, genital hemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hormone level abnormal, headache, weight increased, weight decreased, migraine and vaginal hemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),genital. Abnormal bleeding, bladder problems. Urinary problem, uti, vaginal. Infection and vaginal discharge. Insertion date provided in pfs : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received. Events "migraine, vaginal hemorrhage" added. Onset date of events headache, migraine and heavy periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/very heavy periods"). In (B)(6) 2019, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("genital. Abnormal. Bleeding"), pelvic pain ("pelvic pain female/pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with otc pain medication. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hormone level abnormal, headache, weight increased, weight decreased, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),genital. Abnormal bleeding, bladder problems. Urinary problem, uti, vaginal. Infection and vaginal discharge. Insertion date provided in pfs : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('genital. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hormone level abnormal, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),genital. Abnormal bleeding, bladder problems. Urinary problem, uti, vaginal. Infection and vaginal discharge. Date(s) of insertion: (B)(6) 2009 (as per ppf -discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),genital. Abnormal. Bleeding, psychological injury, migration, bladder problems. Urinary problem, uti, vaginal. Infect., vaginal. Discharge, gi conditions ,hair loss, hormonal changes, headaches, weight gain, weight loss and plaintiff did not undergo confirmation test. Patient date of birth and treatment details added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.